Manufacturer narrative:
The customer did not return sample for investigation testing.

Event description:
Customer reported unexpected negative reactions on the galileo using capture-r ready ID, on a patient sample with a previous history of anti-jka; not all jk(a+) cells on capture-r ready-screen, lot id104 were reactive with the sample tested..